Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags where the patient stated that she changed out the cassette, but not the solution bags compromising the sterile pathway and then started over with therapy. The patient was advised when starting over with new supplies that the solution bags along with the cassette need to be changed out. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.